Event description:
Customer reported that the insulin pump alarmed for a loose motor support disk. The blood glucose reading was 450 mg/dl. Customer treated with manual injection. Customer was advised to check the motor support disk. Customer stated that it appeared normal and that he did not press it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a cracked end cap. No a33 alarms noted. Cracked reservoir tube lip, broken battery tube threads and scratched display window noted during visual inspection.